Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was working with no issues. A field service engineer (fse) performed to reboot the station to make sure the software updates were updated. The customer logged in multiple times by using fingerprint scanner. While doing preventive maintenance fse tested that all drawers and slides were working properly, checked the electronics connections on top cover, removed the dust from under top cover. The system functioned as intended after the field service engineer troubleshooted the device. E.1.initial reporter addr 1: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner was not coming up when trying to sign in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.